Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch in which it was reported that the lipid total parental nutrition (tpn) tubing was leaking from the filter. The problem occur approximately 20 minutes through the tpn infusion. There was patient involvement, but no patient harm.